Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) and after testing the defibrillation, the impedance decreased to out of range measurements. Furthermore, cuts were noted in the electrode insolation. Subsequently, the electrode was replaced, nonetheless the out of range measurements were still present, and the defibrillation threshold (dft) test was not possible to be performed. Another s-ICD was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high-power visual inspection of the header noted no anomalies. Detailed analysis confirmed high power visual inspection of the pulse generator (pg) case noted an arc mark next to the "b" in boston scientific on the side of the case that has "made in ireland" on it. It was determined that the device was compromised due to the shock that was shorted to the pg case during the attempted implant. This resulted in a charge timeout and a long charge error.

Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), the field representative was able to induce a ventricular fibrillation (vf), but the induction seemed to be very low, or without much joule. The defibrillation testing shock was not effective and it also seemed to be with low or nearly no energy, with low shock impedances out of range. An external shock had to be delivered. Furthermore, cuts were noted in the electrode insolation. Subsequently, the electrode was replaced, nonetheless the out of range measurements were still present, and the defibrillation threshold (dft) test was not possible to be performed as the s-ICD was not able to load the capacitor and was not reacting. The field representative had to end the action. Another s-ICD was successfully implanted with good measurements. This system will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Correction h11: upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high power visual inspection identified an arc mark on the device case. Evidence indicates this s-ICD was damaged by a shock that was shorted to the pg case, via the associated electrode that was confirmed to have insulation breaches, during the attempted implant. Past experience has shown that arced shock energy results in damage to the internal circuitry of the device.

Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), the field representative was able to induce a ventricular fibrillation (vf), but the induction seemed to be very low, or without much joule. The defibrillation testing shock was not effective and it also seemed to be with low or nearly no energy, with low shock impedances out of range. An external shock had to be delivered. Furthermore, cuts were noted in the electrode insolation. Subsequently, the electrode was replaced, nonetheless the out of range measurements were still present, and the defibrillation threshold (dft) test was not possible to be performed as the s-ICD was not able to load the capacitor and was not reacting. The field representative had to end the action. Another s-ICD was successfully implanted with good measurements. This system will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD), the field representative was able to induce a ventricular fibrillation (vf), but the induction seemed to be very low, or without much joule. The defibrillation testing shock was not effective and it also seemed to be with low or nearly no energy, with low shock impedances out of range. An external shock had to be delivered. Furthermore, cuts were noted in the electrode insolation. Subsequently, the electrode was replaced, nonetheless the out of range measurements were still present, and the defibrillation threshold (dft) test was not possible to be performed as the s-ICD was not able to load the capacitor and was not reacting. The field representative had to end the action. Another s-ICD was successfully implanted with good measurements. This system will be returned for analysis. No adverse patient effects were reported.